Manufacturer narrative:
The complainant indicated that the grafts remain implanted and the delivery devices will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as manufacturer's report # 6000089-2007-00463. It was reported that during a right internal iliac artery aneurysm embolization and closure procedure, the wallgraft leaked. The physician performed an "embolization with coils, covering the connection to internal iliac artery with first wallgraft. After implantation, a remaining flow into internal iliac artery could be seen. This was the reason of using a second wallgraft after 15 mins. At the same position into the first one. A control angio after this procedure showed further flow into the internal iliac artery. For [the physician] it seems to be a leakage in the wallgraft. She plans to control the final result of the procedure with CT in some days." No patient injuries or complications were reported. Patient status is reported as "good". It was further reported that there was no issue with the length of the first wallgraft implanted and it was implanted at the correct position. The second wallgraft was internally placed in the first. There was no damage noted to either wallgraft and the leak was not due to a gap between the two grafts. There were no deployment difficulties noted with either wallgraft. The target site was not stenotic or calcified, and the patient's anatomy was not tortuous. The physician did not encounter significant resistance during the insertion or placement of the grafts. A continous flush was maintained throughout the procedure, but ivus was not used. The lesion was located at a bifurcation at the ostium of the right internal iliac artery. The target vessel diameter was 8mm and it was not predilated. The physician did not experience any difficulty crossing the target lesion. The wallgrafts were successfully deployed at the target lesion, which was completely covered by the wallgrafts. The deployed wallgrafts were post-dilated with 7x6mm and 7x4mm balloons. The wallgrafts were fully deployed and well approximated in the target lesion. The patient was asymptomatic during this event. The procedure was considered successfully completed with these devices. No additional procedures or surgeries were required.